Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient removed the sensor on (B)(6) 2020 after completing the full sensor session and noticed a rash and irritation at the site. He saw his doctor on (B)(6) 2020 and was prescribed halobetasol propionate lotion 0.1%. At the time of the report the rash was drying up and healing. A photo provided by the patient shows multiple red, wet appearing, open blisters entirely covering the area where the patch had been. No additional patient or event information is available.